Event description:
Boston scientific received information that the chronic right ventricular (rv) lead and pulse generator (pg) displayed noise and pacing impedance measurements of greater than 2,000 ohms. The lead safety switch feature was activated, changing the pacing to unipolar configuration, which displayed pacing impedance measurements within acceptable limits. A routine upgrade procedure was performed and the physician elected to extract and replace the rv lead. The (pg) was explanted and replaced with an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.